Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection was performed. The device was received with the needle overmold assembly severely bent. A functional evaluation was performed. The device could not be tested because the needle overmold assembly was severely bent. The complaint was confirmed. Factors, which could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a knee scope and meniscus repair, the 1rst anchor of the fas tix was deployed successfully. However, 2nd anchor was not able to deploy despite maximum effort. They tried twice. When the surgeon removed the needle from the joint, the 2nd anchor was ¿pulled¿ by the 1st anchor and slipped out from the device into the joint. Surgeon had no choice but to remove the first anchor as well. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.